Manufacturer narrative:
On 3/13/2017 - we have requested the unit be returned to the manufacturer. To date, we have not received the unit.

Event description:
On 2/21/2017 - the consumer claims to have burnt his face and hands. The unit was left on the bed when still on. As a result the bed caught on fire. The consumer was asleep at the time. The consumer claims that the unit was off. No medical attention received

Manufacturer narrative:
On 11/28/2017 - manufacturers narrative: as the unit was not working on receipt, electrical testing was not done. A visual inspection was conducted and the following was observed: the heating pad was used incorrectly. The melting of the pad showed a significant fold. When heating pads are folded, the possibility exists to by pass a thermal control. Once by passed, there is nothing limiting temperature and the pad overheats. Product was plugged in and on: there are independent controls for the power and temperature settings. When sliding the temperature setting switch to the first position, the unit remains on and in the low setting. In order to turn unit off, the off power button needs to be pushed. This could be misunderstood if the ib was not read. It is not possible for this event to occur without the heating pad being on or energized. No power - no fire. Although the customer stated the unit was plugged in but off, if the controller malfunctioned there would be signs of component failure inside the controller. No component failure was found and the controller functioned normally. We also provide warnings to be sure unit is unplugged after use or while not being attended.

Event description:
On (B)(6) 2017 - the consumer claims to have burnt his face and hands. The unit was left on the be when still on. As a result the bed caught on fire. The consumer was a sleep at the time. The consumer claims that the unit was off. No medical attention received.